Event description:
Following a magnetic resonance imaging (MRI), the device as found to have a high current drain resulting in an abnormal longevity estimation. Technical support was contacted found that the diagnostic data was cleared, however, the high output mode events remained in the memory. This resulted in the unexpected longevity calculation based on the data point on the device. As the device recorded new data, the longevity has been corrected. No intervention has been performed and the patient was stable and will continue to be monitored.